Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
Consultant reported: during a sternal closure procedure, the surgeon was using a sternal zipfix system. He had inserted the first and second zipfix closures with no problem. On the third closure, he had difficulty inserting the needle into the cartilage, and the needle came off the closure. The surgeon retrieved the broken parts of the closure and discarded them, and proceeded to complete the sternal closure using 4 of the 5-pack of zipfix closures. Surgeon did not elect to use any other closure system, or any additional zipfix closures to complete. This is 1 of 1 for complaint (B)(4).